Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having unknown indication for bilateral lumbar laminectomy l3-s1 with interbody fusion and other transverse process fusion l3-s1 with iliac wing screws. It was reported that surgeon was placing iliac wing screws and tip broke off (30mm) the probe into patient. The surgeon is not planning a revision surgery to try to retrieve the broken piece at this time there were no patient symptoms/ complications as a result of the event.